Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The patient returned with the pump showing that the total volume of 138cc was infused; however, there was still 82cc left. There was no patient or adverse events reported.